Event description:
It was reported that the patient presented to the emergency room with a heart rate of 55 beats per minute. The pulse generator could not be interrogated and exhibited loss of output and telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited no telemetry or output. This was due to an electrical short between the capacitors.